Manufacturer narrative:
Additional information: patient i.d: (B)(6). Date of birth: (B)(6) 1963. (B)(4).

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. The lens was returned in liquid in vial. Visual inspection found the lens optic torn and one haptic torn off. Another similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the haptic of a cq2015a collamer three piece lens, +21.5 diopter, broke. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.